Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The returned meter was investigated with retained test strips and a known-good retained battery. Visual inspection was performed on returned meter. No new issues were observed. Batteries were inserted. The indicator lights did not flash. The meter did not turn on with button depression, cal bar and strip insertion. Attempted to communicate and download data from the meter using usb cable. Both was not successful and the meter display did not turn on. Returned meter was de-cased and performed internal visual inspection and no issues were observed. There was no faulty component identified. An extended investigation has been performed. The DHR (device history review) for the returned neo meter was reviewed and determined that the meter passed all tests during manufacturing. Visually inspected the meter and no signs of damage or corrosion were identified. The meter did not turn on with button depression, strip insertion or with cal bar/ strip. The meter was placed into test fixture and the meter powered up successfully. Epd (electronic paper display) driver chip is not properly connected to the pcba (printed circuit board assembly) and requires pressure from the fixture plexiglass to enable the display function. A dspc-17 issue was cloned to address the problem. This issue is not confirmed due to the meter powering up with pressure applied to the epd driver. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.